Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received an external insulation abrasion was found at 10.7-11.3 cm from the connector pin, consistent with friction to the ICD can. The etfe coating of one sensing conductor and the inner ptfe insulation were abraded at this location. An external insulation abrasion was noted at 25.6-25.8 cm from the distal end but electrical analysis did not identify a short circuit at this location.

Event description:
It was reported that decreased r wave amplitude, increased capture threshold and oversensing were observed. Lead dislodgement was also observed. The pocket was opened and upon manipulation of the lead, oversensing on the rv lead was noted. Insulation damage was noted at the proximal end close to the connector pin, due to suspected lead to can abrasion. The lead was explanted and replaced.